Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effects of hemorrhage and pseudoaneurysm as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, the reported hemorrhage and pseudoaneurysm were due to procedural conditions. The reported unexpected medical intervention (manual compression), unexpected medical intervention (blood transfusion) and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Phase 1 and phase 2 patient ID: (B)(6). This is filed for bleeding and pseudoaneurysm requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. One clip was implanted and the mr was reduced to grade 1+. Post procedure, bleeding was noted at the access site, with presence of a pseudoaneurysm. Compressive treatment was performed and doppler ultrasound noted the pseudoaneurysm had resolved and the bleeding stopped. The patient required blood transfusions. The event resolved on (B)(6) 2021. No additional information was provided.